Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the ngp 780g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states select patient information cannot be provided due to regional privacy regulations.

Event description:
Information received by medtronic indicated that the customer reported the battery cap was broken when changing the battery in the insulin pump. Troubleshooting was not performed. No harm requiring medical intervention was reported. The customer will discontinue using the device and revert to the backup plan until a new battery cap arrived. The insulin pump will not be returned for analysis.